Manufacturer narrative:
Conmed electrosurgery has contacted the user facility to schedule an in-service training session for the argon beam coagulation electrosugical generator. No fault found with suspect device.

Event description:
Doctor with a gloved hand was burned using abc mode and a metal tip suction device on a patient. Biomed engineering disclosed more information stating the system 7500 was tested and no faults were found. The biomed also stated that it appears the surgery staff did not follow safety protocols/instructions and may have become complacent which more then likely contributed to/caused the event. The biomed engineer stated that the physician is fine and was performing more surgeries later that day.